Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A lcs surface topography case study of the (B)(6) registry has researched early aseptic loosening of a mobile bearing total knee replacement after registry based studies had reported an increased risk of aseptic tibial loosening for the cemented low contact stress (lcs) total knee replacement compared to other cemented designs; however the reasons for this have not been established. A retrieval analysis was initiated with the aim of identifying the failure mechanism. Update 23 aug 2013: reason for revision: loose distal, dislocation (not patella), instability.

Manufacturer narrative:
The complaint states a lcs surface topography case study of the (B)(6) arthroplasty registry has researched early aseptic loosening of a mobile bearing total knee replacement after registry based studies had reported an increased risk of aseptic tibial loosening for the cemented low contact stress (lcs) total knee replacement compared to other cemented designs; however the reasons for this have not been established. A retrieval analysis was initiated with the aim of identifying the failure mechanism. Update (B)(6) 2013: reason for revision: loose distal, dislocation (not patella), instability a complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.